Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive the hrsv to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up the system, there was no image on the hrsv it was completely black. The probable root cause is due to an electrical component issue in the hrsv.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye in the console was black. Caller reported this happened before but not able to provide a specific date. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended caller to power cycle system and reseat blue fiber cable. Caller was not able to perform at the time of the call. Customer was continuing with the other console. The procedure was completing as planned with no reported injury. Isi contacted the surgeon and obtained the following information: the surgeon confirmed problem was during a procedure that had the dual surgeon side consoles (ssc) being used at the same time. The issue was with ssc 2, and the issue was still present at the end of the case, so ssc 2 was not used. There was no surgical delay due to this issue.